Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection, it was noted that threads of the captured cortical screw, ø5.0mm x 36mm were damaged. Functional testing was performed and noted that the screw did not work as required due to the damaged of the threads. Per surgical technique nail system: the es hole is easily targeted through the nail jig without the need for perfect circles or additional attachments or devices. Preoperative planning preoperative radiographs of the uninjured femur may be used to establish proper nail diameter, expected amount of reaming (if necessary), lag screw angle, nail length, and lag screw length. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
It was reported that during an intertrochanteric fracture surgery the lag screw and anti-rotation screw backed out of the nail and the nail lagscrew hole looked damaged. It was further reported that the patient went in for a total hip replacement on the (B)(6) 2024. Update dw 21-may-2025 during the evaluation it was found that in addition a 8001-036 was returned as well.